Manufacturer narrative:
The technician found the brake casters were worn. A search of the hill-rom maintenance records showed hill-rom performed annual preventative maintenance on this bed since its purchase by the facility. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. There was not patient/user injury reported. (B)(4).